Event description:
On january 24th 2000 mallinckrodt inc. Rec'd info stating a pt had expired. According to the family members, no audible or visible alarms were observed on the n-1000 pulse oximeter. No further info was provided regarding the alleged event.